Event description:
It was reported that the patient underwent an initial knee replacement on an unknown date. Subsequently, the patient was revised due to a fractured poly insert. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
This report should be voided. It was determined that this event was already reported under 0001825034-2022-01373.

Manufacturer narrative:
This report should be voided. It was determined that this event was already reported under 0001825034-2022-01373.